Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus and when the blood glucose (bg) did not lower within 30 minutes another bolus was delivered. Bg would lower to the 40-50s mg/dl range. The customer thought that a bolus would automatically lower the bg to the desired range within 30 minutes. After tandem technical support educated the customer about insulin duration, the customer reported not waiting long enough before another bolus was delivered and was why the bg was low.